Event description:
An arjohuntleigh service tech reported that a cna was using the marisa and moved the hanger bar from a high to a low position, but did not lock it into place. It detached and impacted the resident on the head. Unk if injury was sustained. Per arjohuntleigh service tech's idf event description: "victim/pt had fallen off a chair in dining room. (B)(6) used said marisa lift to attempt to lift victim/pt from floor. Suarez stated she moved the jib arm from upper position to lower position as she has done numerous times in the past. (B)(6) stated she thought she heard the click when the plunger locks jib into carriage but was not absolutely sure it did. She stated she has pushed down in the jib but not up. (B)(6) who was operating the lift, also did not check to see if jib was securely fastened to carriage. (B)(6)stated she started to raise the victim/pt with the lift. Lift raised victim/pt about a foot off the ground when jib arm became detached from carriage and the spreader bar struck pt on the head. Minor injury resulted to victim. (B)(6) could not recall when they received the training on usage of the lift but stated it had been a long time ago. They also could not remember who trained them."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo (B)(4). Please note that this product is no longer manufactured, previous medwatch reports for this product my have been submitted for the mfg site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo (B)(4) and any medwatch reports will be submitted. First analysis from our MFR's investigator: there is a total lack of maintenance on this lifter. No alignment arrows to show the jib is in the correct position. No locking plunger in the lower section of the jib, so they could not have heard any locking noise. I therefore conclude, according to the pictures this lifter is not to spec, also the incident is down to user error. Add'l info will be provided upon conclusion of the MFR's investigation.